Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the right ventricular (rv) lead exhibited high rv capture threshold. It was noted that this is a chronic issue since last year. The recorded strip also showed loss of capture on the rv lead. The rv lead remains in use, however the physician plans to perform lead repositioning in two to three weeks. No patient complications have been reported as a result of this event.